Event description:
Caller reported tandem mobi cartridge alarm, and it was confirmed as cartridge alarm 35. There was no adverse impact to the customer's blood glucose level. It did not occur during the load process, and there were no previous reports of this specific alarm with the pump, though there were reports with consecutive cartridges. Cts resolved the issue by deciding to replace the pump.